Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 2182269-2020-00068, 3008452825-2020-00356, 2030404-2020-00052. Following a typical flutter ablation, a pericardial effusion occurred. As patient was being woken up from anesthesia, the patient became hypotensive and rhythm went from sinus to afib during pacing. An ultrasound confirmed a pericardial effusion. Phenylephrine, vitamin k and 2 units of ffp were administered. It was indicated the cause may have been the movement of the duodeca catheter and ablation of the cavo-tricuspid isthmus , however the cause and location of the effusion remains unknown. No further intervention was needed and the patient was stabilized. There were no performance issues with any abbott device.